Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. The customer had symptoms such as being sweaty and shaky. The customer was treated for the low blood glucose with food. The customer was assisted with troubleshooting and customer stated that they think the insulin pump did not over deliver. The product was not returned for analysis.